Event description:
Rn was priming bags of fluid for a patient. On one bag, when piercing the bag of fluid, the tubing spike broke off inside the bag. There was no harm to the patient in this incident. Defective product sheet was completed. Defective product and form were sent to supply chain for vendor investigation.